Manufacturer narrative:
The unit had a button error alarm and an unresponsive up and down button due to corroded keypad traces. The unit had a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a stained end cap sticker. (B)(4).

Event description:
The customer's mother called in to report a button error alarm. The customer's blood glucose level was 196 mg/dl. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.